Event description:
The physician reported a right side reoperation due to capsular contracture (baker grade unspecified). Patient also reported that she had "a lump or thickening in or near the breast or in the underarm area." Patient additionally reported a right side rupture and exchange confirmed via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and device rupture